Event description:
A customer reported to beckman coulter inc. (Bec) that an erroneously elevated beta human chorionic gonadotropin (total bhcg) result of 629.48 miu/ml was generated by unicel dxi 600 access immunoassay system for one patient. The result was reported out of the laboratory, and was questioned by the physician as it was inconsistent with a previously negative serum screen by an unknown method. Repeat testing on the same and on a subsequent draw sample produced results of 12.28 and 2.69 miu/ml, respectively. Note: the same samples were again tested on another dxi instrument and the event is reported in a separate report #2122870-2011-04179. The customer stated the patient had expired, but no patient injury requiring medical intervention or change to patient treatment was attributed to or connected with this event.

Manufacturer narrative:
Samples were lithium heparin plasma. The customer asked the ER doctors if there were any treatments given to or conditions present in the patient that could have affected the test results or sample quality and was told no. Qc was performing within the established ranges on (B)(4) 2011. A system check performed on (B)(4) 2011 passed within the instrument specifications. The customer used access total bhcg reagent (catalog #33500) lot 109220 and access total bhcg calibrators (catalog #33505) lot 017956. Service was dispatched for this event, but nothing remarkable was noted. The bec field service engineer (fse) performed a preventive maintenance which was due in (B)(4).